Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a massive myocardial infarction with left main coronary involvement due to a large aortic root thrombus that developed after pump implant. The pt received a transplant.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.